Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the charging pin was broken. No patient impact or injury was reported in association with this event.